Manufacturer narrative:
Na.

Event description:
The customer received questionable ion selective electrode (ise) potassium results for one patient sample. The initial result was 6.1 mmol/l with a data flag. The sample auto repeated and the result was 5.9 mmol/l. This result was called to the doctor. The doctor called back and questioned the result as the patient had a "cmp" performed on a different sample and the potassium result was 5.1 mmol/l. The original sample was repeated and the result was 5.3 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The potassium electrode lot number and expiration date were requested, but were not provided. The field service representative determined there was no water in the bath and there were cell blanks alarms. The main water line was kinked so water was not getting to the pump. He instructed the operator to check the line, who found it was kinked and straightened it. The customer ran qc which was good.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.